Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate reading was inaccurate. There was no adverse impact to the customer's blood glucose level due to the reported issue. Reportedly, the customer changed pump supplies to resolve issue.